Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient had a suspected infection due to discolored drainage following a trial procedure. The physician determined the drainage was not an infection and the issue was resolved.